Event description:
It was reported that a user experienced hyperglycemia after the infusion set was unintentionally dislodged during the night while using the ilet system, with blood glucose values in the 300 mg/dl that subsequently trended downward after the issue was recognized and addressed with monitoring and guidance. Customer care provided support that included review of device data and user reports for glucose monitoring. Investigation of this case revealed a probable interruption of insulin delivery due to a pulled infusion set, with blood glucose trending back toward range after correction. No symptoms associated with high blood glucose. Outcomes included transient elevation in glucose without hospitalization. It was concluded that hyperglycemia occurred with cause not fully defined but consistent with temporary loss of insulin delivery from a dislodged infusion set. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.